Event description:
Pt status post mvc (motor vehichle collision), arrow introducer kit used for insertion of subclavian introducer for pa (pulmonary artery) catheter. Needle inserted, guidewire inserted, catheter introduced over guidewire. Resistence met when withdrawing guidewire; as wire was removed, wire appeared to shred/unravel. Md (medical doctor) was able to remove entire guidewire. Femoral insertion completed without complications. No injury to pt. Pt admitted s/p mvc, hypotensive, line required for fluid resuscitation.